Manufacturer narrative:
Dislocation after tha is a known risk and risk that is specified in the instructions for use. Dislocation can be caused by numerous events, including, but not limited to trauma, malpositioning of component, or hyperlaxity of the joint. Common treatment for dislocation is a liner and or cup that restricts range of motion.

Event description:
It was reported by the distributor that a dislocation occured in a patient. The patient went to the doctor after the dislocation. A neutral liner and ceramic femoral head were replaced.